Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user discontinued using the product. He cleaned his skin with an alcohol swab and applied his coloplast 1 pc pouch. The end user stated his skin healed within 7 days. From a clinical perspective, a causal relationship between the activelife 1 pc urostomy pouch w/durahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user stated he wore the pouch for 2 days and experienced leakage. The end user removed the pouch and stated he stripped his skin in two small spots.